Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for in-stent dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.